Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was noted to be kinked/bent. The stent was returned within the cut microcatheter. The stent was noted to be deformed. The stent introducer sheath was not returned. Functional inspection could not be performed as the stent was found to be deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after placing the system, the operator flushed and delivered a stent to go into proximal of the catheter, but the stent was not able to be pushed out and the tip of introducing sheath was deformed. The operator cut the tip deformed part of the sheath to try again and after the stent went into microcatheter completely, it got stuck at proximal of microcatheter and could not be advanced or retracted. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use on the patient, continuous flush was reported to have been set up and maintained throughout the clinical procedure. The device was returned, and it was found that the stent had been prematurely deployed within the microcatheter, the stent was noted to be deformed. There was some kinking noted to the sdw. It is probable that the tip of the introducer sheath was deformed during the attempt to advance into the rhv/ microcatheter hub, causing the reported difficulty to transfer the stent. Once the tip of the introducer sheath was cut and an attempt was made to re-transfer the stent, this is likely to have caused deformation to the stent which caused the subsequent difficulty to advance through the microcatheter and premature deployment within the microcatheter. An assignable cause of procedural factors will be assigned to the reported event of the stent introducer sheath distal tip damaged and stent difficult/unable to transfer and to the analyzed damage of the sdw kinked/bent, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of user error will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and to the analyzed damage of the stent deformed, stent deployed prematurely during use, as it is probable that the cut tip of the introducer sheath may have caused these anomalies.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) deployed prematurely inside the microcatheter during the procedure. The procedure was completed successfully with no clinical consequences to the patient due to this event.